Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue or user had high glucose value. Manufacturer contacted customer within 24 hours phone call and followup phone calls for knowing customer's conditions; the customer reported that contacted her doctor who advise her to go to the hospital. The customer was to the hospital on (B)(6) 2016; the customer was tested at arrive and obtained results of 438mg/dl. The customer received insulin to bring down the blood glucose level. The customer stayed for a few hours. Customer called back and provided additional information; customer stated her normal expected range is 200mg/dl-400mg/dl fasting;customer considered her glucose level has been high. Customer test once a day

Event description:
Costumer reported complaint for "hi" blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 200mg/dl, 400 mg/dl. The customer reported symptoms of feeling shaky. Customer advised to seek medical attention. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 04/30/2016 and open vial open date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).